Manufacturer narrative:
As of this report, the device has not been returned for analysis. Requests to the field have been made to identify the cause of death and the location of the device. No add'l info is available at this time. If add'l info becomes available, the event will be reopened. In june 2005, guidant (now boston scientific) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, along with other factors, result in an electrical short circuit. Mfg changes to prevent this failure were made in april and november 2002. This device was mfg before april 2002 and is included in this advisory population. While this device was apart of the advisory population, we do not have sufficient info to determine if this device behaved in the manner described in the advisory.

Event description:
Boston scientific crm rec'd info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the pt's death, there were no allegations against the functionality of the device. Now 5.5 years later, the family of the pt has retained legal counsel and filed a lawsuit.